Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used during a procedure performed on (B)(6), 2009 (patient gender, age, and weight are unknown). According to the complainant, once the optiflo needle exited the sheath, it could not be reintroduced. The optiflo needle remained outside of the sheath. The problem occurred inside the patient. The procedure was completed successfully without complications for the patient. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used during a procedure performed on (B)(6), 2009. According to the complainant, once the optiflo needle exited the sheath, it could not be reintroduced. The optiflo needle remained outside of the sheath. The problem occurred inside the patient. The procedure was completed successfully without complications for the patient. At the conclusion of the procedure, the patient's condition was reported to be safe. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was visually inspected, and no issues were found. However, it was observed that the internal teflon tube was waved/kinked next to the end tip of internal hypotube. No functional issues were found, when the optiflo device was extended. When the device is not completely extended, the device showed the needle retracting slowly; this is due to the internal teflon tube being wavy/kinked. The internal teflon tube had a minor wave/kink most likely occurred during device set up. This investigation will be assigned the most probable root cause classification of operational context. (B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).